Event description:
It was reported that an ilet user experienced hyperglycemia to 264 mg/dl after overtreating a prior low of 60 mg/dl and contacted support while the pump was working to correct the high. The event involved user management behavior and oral glucose intake, with no device component implicated. Symptoms included hyperglycemia, hypoglycemia, and headache. Outcomes included serious injury requiring unexpected medical intervention in the form or oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.